Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that no evidence was available due to continuous system error alarm. During analysis, the customer's reported problem was able to be verified. Inspected the pump and during power up, it repeatedly alarmed and displayed error code 45169 and 43169. Both error code 45169 and 43169 indicate a problem with the printed wire assembly (pwa) board malfunctioning. The device was opened to turn off the error alarm. Further investigation of the pump determined that the pwa board was defective and the root cause of the issue. Therefore, service will replace the pwa board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited system error when powered on. No adverse effects were reported.

Event description:
Additional information was received indicating that there was no patient involved.